Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a failed atrial lead position check (alpc) one day post-implant. The ra lead was revised and remains in use. It was further reported that the right ventricular (rv) lead exhibited high undefined bipolar impedance one day post-implant. The rv lead remains in use. No patient complications have been reported as a result of this event.